Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned to the manufacturer and analyzed. Analysis revealed that a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Save to disk analysis revealed device at eri (elective replacement indicator). Concomitant products: 5554 implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary: save to disk analysis revealed device at eri (elective replacement indicator), as there was an alert for battery depletion indicated/eri on (B)(6) 2012 and an additional alert occurred on (B)(6) 2012.

Event description:
The device is suspected of premature elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.